Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there is no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports channel error on their 8100. Case resolution: - customer stated they can not duplicate channel error, and this is the fourth time the 8100 has been sent to their shop. - recommended customer fully inspect 8100 for any damage or corrosion internally and externally. - no discrepancies found. - recommended flashing the 8100's firmware. - remoted into customers desktop to assist with setting up systems maintenance to flash firmware. - next we reflashed the 8100 firmware. - after reflashing, the system rebooted with no reported errors. - recommended customer perform pm before placing back in operation. - if 8100 is returned again, the issue is most likely due to the logic board. - if so, recommended sending in for repair. - emailed customer our fixed level pricing list, along with instructions for registering through our customer portal. Ended call. There is no patient involvement.